Event description:
While on cardiopulmonary bypass, space labs c-ii monitor lost power, and slave monitor went blank.another monitor was promptly brought into the room and surgery completed. No harm to patient.failure of power unit.